Manufacturer narrative:
(B)(4). Any addition information received from the customer will be included in a follow up report. The service technician was able to verify and change pigtail. Upon service, the technician found a ventilator inoperable (inop) code on the event tracing, which deemed this reportable. The mainboard was then changed out as a preventive maintenance. The customer reported no patient involvement or allegation of patient harm. (B)(4).

Event description:
The customer reported the model palmtop ventilator (ptv) revel had a damaged pigtail. The technician upon inspection found a ventilator inoperable (inop) code on the event tracing.